Event description:
It was reported that the patient's device was in overdischarge and the patient had a loss of pain relief. It was thought that the overdischarge was due to implant depth but the implanting physician disagreed stating that "it could be a combination of this and patient non-compliance." The patient was seen in clinic and the device was unable to be recharged. The patient then was seen by their health care provider (hcp) and a manufacture representative and they were unable to interrogate the device or communicate with the device using the recharger. The device was reportedly difficult to feel as the patient was "quite large." This suggested that the device was implanted too deep. Coupling was checked and said approximately 50. Trouble shooting was conducted and a battery reset was performed. It was latter reported that the hcp was still unable to communicate with or recharge the device after the reset. A week later it was reported that another physician restart was attempted on the battery and was again unsuccessful. The patient was revised on (B)(6) 2012. The battery was approximately 2 centimeters deep in the abdomen. It was further reported that the device was removed under sterile conditions and a physician restart was done and was successful. The device was then placed back into the pocket but in a more superficial position. After the operation the patient was seen and the device was set on charge.

Manufacturer narrative:
(B)(4).

Event description:
It was clarified that the patient has not had stimulation since august. She had quite a few falls and after a fall it stopped working completely. She then stopped charging the battery.

Manufacturer narrative:
Report source: (B)(6).